Manufacturer narrative:
The implicated product is a port with attachable 8.0 fr. Catheter in a peel-apart percutaneous introducer system. The product received for evaluation is a port with catheter segment attached and a free segment of distal single lumen tubing. Both segments appear to be 8.0 fr. The port and catheter assembly measures 4.7 inches long. A 3-dot depth marker is located 1.5 inches from the proximal end of teh assembly and a single dot is found immediately at the distal tip. Blood residue is trapped between the cath-lock and the catheter and also lines the septum and port border. An indeterminate number of needle puncture sites are in the port septum and blue monofilament sutures are threaded through the port suture holes at the 5 and 7 o'clock positions (looking down at the port with the stem facing the examiner). The free segment of tubing measures 4.1 inches long with a 1-dot depth marker 2.1 inches from the distal tip. A single dot is found immediately at the proximal end. Dried blood fills the inner diameter throughout the length of the tubing segment. A lot history review reveals no mfg issues and no other complaints for this lot. Tactual exam of both tubing segments is remarkable for only the dried blood and an annular ring approx. .1 inch distal to the 1-dot depth marker in the distal segment. The annular ring may be a result of the snaring device used to retrieve the distal segment. Patency of the port/catheter assembly is established by flushing and aspirating water with a 12cc syringe armed with a 19 ga. Non-coring needle. Four individual leaks are found in the catheter when the distal tip of the catheter and port assembly are occluded and hydraulically pressurized to sustained pressures greater than 25 psi. Two of the leaks are located approx. Mid-way between the 3-dot depth marker and the distal tip of the cath-lock strain relief and two more small leaks are situated approx. 1.2 inches from the catheter's distal tip. Under 30x magnification, the most proximal leak is observed to be a well defined "v" shape penetrating the tubing at a sharp angle. This may have resulted from a needle. Slightly distal to this damage, an elliptical shaped slit is found penetrating at a shallow angle. It has smooth, even edges and resembles sharp trauma from a scalpel or similar instrument. The leaks found near the distal tip of the proximal segment consist of a small longitudinal flap in the blue radiopaque stripe and a short perpendicular slit penetrating the clear silicone at a severe angle. The slightly irregular edges on both of these leaks suggest blunt trauma, however, no associated damage is located on the catheter outer diameter. The damage resulting in the multiple leaks may have occurred during device removal. The distal tubing segment is easily flushed with a 12cc syringe armed with a moderate sized blunt connector, however, accumulated dried blood occludes the valve on aspiration. The distal tip of the proximal segment is rough and irregular with a